Event description:
During a post-op visit following a tlh procedure where the pks omni instrument was used, the surgeon discovered that the pt suffered from cuff dehiscence. The pt suffered with vaginal discharge. The dehiscence was not detected until approx 6 weeks post-op.

Manufacturer narrative:
As the dehiscence was not detected until approx six weeks post-op, the device was discarded by the facility after the procedure was completed. As a result, a determination cannot be made. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.